Event description:
Procedure type: unknown. According to the reporter: the needle broke during the application. A piece of the needle stayed stuck in the pt's ligament. The piece of needle could not be found and was not retrieved by the surgeon. No further pt details were made available.